Event description:
Reportable based on device analysis completed on 21oct2025. It was reported that the difficulty advancing occurred. An 8.0 x 60, 75cm mustang was selected for percutaneous transluminal coronary angioplasty (pta). However, during the procedure, it was noted that resistance was felt when advancing into the sheath. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed a pinhole leak in the shaft located approximately 135mm proximal from the distal tip.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597. Device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a pinhole leak in the shaft located approximately 135mm proximal from the distal tip. The recommended introducer/guide sheath size for this device as per mustang product specification is minimum 5fr sheath. The investigator was unable to apply a vacuum due to the shaft leak and was unable advance the device through the introducer sheath. The sheath used by the customer was not returned for analysis. A leak test confirmed a shaft leak and multiple shaft kinks were noted. A visual examination identified no damage to the tip of the device. This concludes the product analysis.